Manufacturer narrative:
On jul 29 2021, additional information was received indicating the device is a saline mentor smooth round moderate profile 250cc breast implant, catalog number 3501635, lot number 5591166. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On aug 3 2021, it was noticed the implantatiaon date was incorrect in the previous report. The correct implantation date is (B)(6) 2006.

Manufacturer narrative:
On aug 10 2021, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view and extending to the posterior view. Additionally, a tear measuring approximately 1 cm was found within the crease on the anterior view. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(6). Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation primary with an unspecified mentor saline breast implant and experienced deflation (side unknown) post-operatively. As a result, the patient underwent removal and replacement with a mentor saline breast implant (lot number 9372217) on (B)(6) 2020.